Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received an insulin flow block alarm. It is reported the insulin pump alarmed and stopped insulin delivery. Troubleshooting was performed. It was reported that the insulin flow block alarm was recurring during basal. No harm requiring medical intervention was reported. The customer will continue to use the device and device will not be returned for analysis.